Manufacturer narrative:
Patient information was unavailable from the site. No devices were returned to the manufacturer for analysis. Other relevant device(s) are: product ID: 9733622. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used intra/peri-operatively of a functional endoscopic sinus surgery (fess) procedure. It was reported that the navigation system's screen went grey. The site rebooted the system and it recovered. It is unknown if there was a delay in the procedure, but there was no impact on patient outcome.

Manufacturer narrative:
Correction: since the initial assessment, medtronic has determined that the reported event was related to discoloration on the monitor and not a software issue. The discoloration was a minor inconvenience with no impact on the outcome of the patient. The reported issue should not have been considered a reportable event. If information is provided in the future, a supplemental report will be issued.